Manufacturer narrative:
Per tandem's user guide states that: pump "must be removed before magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment. Exposure to MRI, CT, or diathermy treatment can damage the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had an x-ray. Customer's blood glucose level was 194 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.